Event description:
It was reported that there are lines across the middle of the display screen on the insulin pump. Blood glucose reading at the time was 5.4 mmmol/l. Advised the reporter that the insulin pump will be replaced.

Manufacturer narrative:
The device was received with missing segments due to cracked display zebra connector. The device also had cracked display window corner, battery tube threads, broken reservoir tube lip, scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.